Event description:
Patient's personal assistant called to report continuous glucose monitoring device's sensor only lasting 2 days. This happened previously with another sensor about 3 months earlier but the assistant thought it was one time thing. She continued on & utilized the other sensor in the box. This time around the issue was confirmed by the recall letter they (patient and personal assistant) received from abbott diabetes care inc. The sensor was working fine for 1 day and on the 2nd the device issued a message stating that the sensor needed to be replaced. Patient hasn't experienced any adverse signs or symptoms because of the sensor being faulty.